Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found. All products placed on the market with these lot #s have been properly sterilized before being placed on the market. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: pre-operative x-rays related to the revision surgery; patient's clinical data. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that check of the sterilization charts highlighted no anomalies on the components sterilized with the involved lot #s, we can state that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6), 2022, due to developed infection. It was reported that soft tissue samples were taken for analysis by the hospital, however the results are not available. A washout was performed, and the following components were replaced: smr reverse hp liner medium (product code 1362.09.015, lot #1402054 - ster. 1400174) - product not sold in the us. Smr connector small std (product code 1374.15.310, lot #1502905 - ster. 1500089). Smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #1505269 - ster. 1500125) - product not sold in the us. Previous surgery took place on (B)(6), 2015. Patient is a male. According to the complaint source, the patient is in their (B)(6). Event happened in new zealand.